Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 in the afternoon. The customer¿s blood glucose level was over 500 mg/dl at the time of hospitalization. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty in breathing and positive result in the ketone test. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege that the insulin pump was under delivering. The customer stated that the auto mode feature was not on. The customer was treated with insulin drip and insulin pump. The device will not be returned for analysis.